Manufacturer narrative:
On (B)(6) 2015, the customer reported that while performing a head/brain procedure, a shading artifact was recognized between the bone and soft tissue. The customer stated that the artifact makes it difficult to recognize brain hemorrhages/bleeds. There was no report of a rescan being performed nor report of misinterpretation or misdiagnosis associated with this issue. The customer contacted the philips help desk to inform them of the issue and a field service engineer (fse) was dispatched to the site. On (B)(6) 2015, the fse arrived on site and evaluated the system. Upon evaluation, the fse found that the system is functioning as specified and the shading artifact between the bone and soft tissue is intermittent. No repairs or corrections were implemented at the site. On (B)(6) 2016, the customer upgraded to imr software and has not reported further occurrences of this issue since. No image data or bug reports were provided for engineering assessment due to the system being upgraded to imr software package. The upgrade to imr deletes bug report and image data still on the system at the time of upgrade. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined by engineering. CT engineering this event to be an acceptable risk. The following mitigations for this issue include: the instructions for use document shall contain operator instructions to call service personnel if artifacts are observed during the quick iq check or constancy test. The level of bone beam hardening artifacts of the system shall be comparable to baseline images by a qualified observer when evaluated in accordance with (B)(4) reference image library. The level of noise streak artifacts of the system shall be comparable to baseline images by a qualified observer when evaluated in accordance with reference image library. The accompanying user document shall contain operator instructions to call service personnel if artifacts are observed even after performing indicated short tube conditioning and calibration. The instructions for use document shall contain operator instructions to perform air calibrations once every week. Where new brain filters (also known as ibrain) are selected, for regions in the reconstructed image that have CT number corresponding to white matter or other hypo-dense tissues, the system shall achieve a CT number change relative to when ibrain is not commanded, of no more than +/- 5 hu. While planning an offline reconstruction for a given series, the system shall allow the user to enable or disable ibrain filter for that particular reconstruction. The region service manager (rsm) reported that no immediate action was taken and that no parts were replaced in regards to this issue. On (B)(6) 2016, the customer upgraded to imr software and has not reported further occurrences of this issue since.

Manufacturer narrative:
(B)(4). Internal cross reference: complaint (B)(4).

Event description:
The customer reported a smudge artifact between the bone and soft tissue while performing a brain scan on a brilliance ict system. A philips regional service manager (rsm) confirmed the artifact was recognized and that there was no harm to a patient, operator, or bystander.